Event description:
Pod was activated on (B)(6) 2012 at 10:22 pm. At 1:53 am, customer's blood glucose (bg) was 303 mg/dl; basal rate was set at 0.90 units/hr. At 6:19 am, her bg was 385 mg/dl; she corrected with 5.3 units. Customer did not go to school or eat because she was "feeling nauseous." Her bg stayed between 343 mg/dl and 370 mg/dl for at least the next 3 hours. Customer's mom phoned their hcp because her daughter had ketones; hcp advised them to go to the ER. At the ER, customer was treated with an IV insulin drip and 3 bags of fluids. Pt is "feeling much better now and is back home." The pod was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. The piezo was found capable of emitting and audible alarm. Downloaded pod data found no pulse width time-outs, no rotational sensor errors, and no occlusion. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the pt's condition. The omnipod's user guide warns,.."if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records were reviewed and found to have met all acceptance criteria.